Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient was using the maleeexternal catheters and the tip of the catheter seemed to be sealing shut which created a pool of urine in the catheter at the tip of the penis. Stated that the leg bag also seemed to have a vacuum. Representative discussed with patient trying to slide the catheter all the way on to the penis so the tip was at the end. Sometimes the adhesive sticks to itself it was not all the way and also mentioned about shorter size or one with less adhesive. Also discussed vapor lock with the patient and suggested to exercise the leg bags before use.

Event description:
It was reported that the patient was using the male external catheters and the tip of the catheter seemed to be sealing shut which created a pool of urine in the catheter at the tip of the penis. Stated that the leg bag also seemed to have a vacuum. Representative discussed with patient trying to slide the catheter all the way on to the penis so the tip was at the end. Sometimes the adhesive sticks to itself it was not all the way and also mentioned about shorter size or one with less adhesive. Also discussed vapor lock with the patient and suggested to exercise the leg bags before use.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "obstruction in tube/ kinked tubing/ wrong tubing dimensions". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device history record review could not be performed without a lot number. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned